Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a breast procedure, the clips were fed too far in the jaws, and the closing of the clips could not be done. There was no bending of the instrument by the surgeon, and no unusual noises were heard during use. Another device was used to complete the procedure. There were no adverse consequences for the patient. Device discarded.